Event description:
It was reported that the pt was admitted in 1996 for urgent coronary artery bypass surgery following cardiac work-up at another facility. Eight days later they underwent coronary artery bypass surgery times one. Post-operatively they developed rapid atrial fibrillation and adult respiratory distress syndrome requiring intubation and ventilation. On post-operative day #6 they developed a small amount of purulent drainage from their midsternal wound. They went to the or 8 days later for sternal wound debridement and it was noted that there was "minimal purulent drainage" found. An irrigating catheter and drain were placed.